Event description:
It was reported a patient had a breach in aseptic technique, further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy, and acquired peritonitis manifested by chills and elevated fibrin. The patient was not hospitalized for the event. Treatment for peritonitis was unknown intraperitoneal (ip) antibiotics for two weeks. The patient was retrained on aseptic technique. At the time of the report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.